Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2. Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 07-may-2024, it was reported by the patient that two infusion set tubing detached from connector due to which hyperglycemia occurs within 24 hours of use. High blood glucose level was 13mmol/l. Event occurred on 05/23/2024 and 05/07/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.